Event description:
I am returning your unit for a refund. Unfortunately for me it seems to have caused a brain problem where my muscles are clenching at all times making it difficult to do simple things such as walk correctly, hold a dish, etc.